Manufacturer narrative:
Based on the patient's extensive and complicated medical history which is significant for obesity, gastric bypass surgery and multiple other abdominal surgeries unrelated to the multiple hernia repairs, it would appear that the issues experienced by the patient were extrinsic to the mesh and not due to a malfunction of the mesh used to treat the hernias. However, a definitive root cause could not be determined with the information provided. Based on the pathology from the 2008 procedure, the explanted device was device #2. Although the medical records do no indicate a recurrence of the 2005 repair (#3), recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Should additional information be provided, a supplemental emdr will submitted. The emdr represents the davol composix e/x hernia patch implanted in 2005 (#3), an MDR was previously submitted (1213643-2010-00159) to document the information associated to the davol composix e/x hernia patch implanted in 2004 (#2). Based on the medical records review and the legal claim there does not appear to be an adverse event or allegation associated to the davol composix mesh implanted in 2003 (#1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following is based on review of patient medical records. On (B)(6) 2003 - the patient was implanted with a davol composix mesh (#1) during an open ventral hernia repair. The implant report states "the mesh was secured in place with interrupted 2-0 prolene stitches in a u formation." On (B)(6) 2004 - the patient underwent the repair of a recurrent hernia during this procedure the patient was implanted with a davol composix e/x hernia patch (#2). "A piece of composite mesh was placed into the abdomen using a salute tacker." There is no mention in the implant operative report of the composix mesh. It appears the patch was placed in on the patient's left side. On (B)(6) 2004 - the patient presented with complaints of left sided abdominal pain. She reported that she had fallen off of her porch onto the left side of her body. On (B)(6) 2005 ¿the patient presented with complaints of pain in the center of her abdomen. She reports the left sided pain had resolved. On (B)(6) 2005 - the patient presented for an office visit. The exam noted a well healed midline wound. Lateral to the upper portion of the wound on the left side, a reducible bulge was noted. On (B)(6) 2005 - the patient underwent repair of left sided recurrent ventral hernia. During this procedure mesh (#2) was noted to have torn away from the adjacent fascia. Adhesions were taken down from the mesh (#2). A davol composix e/x hernia patch (#3) was "placed into the abdomen and secured with interrupted prolene sutures circumferentially." On (B)(6) 2006 - the patient presented with complaints of pain, the surgeon noted that there might be some contraction of the mesh or scar tissue. It does not appear that imaging was done. On (B)(6) 2008 - the patient presented with a recurrent abdominal hernia. On (B)(6) 2008 - the patient underwent repair. The operative report notes the "previously placed mesh (#2) had torn away from the fascial edge and this is where the area of the hernia was. The mesh (#2) was dissected away from the surrounding tissue. Omentum was quite adherent and carefully taken down. Patient had several smaller hernia defects consistent with swiss cheese type appearance." A non davol graft was placed. On (B)(6) 2009 - the patient presented for multiple office visits, for which there were issues of scant bellybutton drainage due to a reaction to an exposed vicryl suture (removed) and an "opening on the right side of the incision" for which it was subsequently noted to have healed. On (B)(6) 2009 - the patient underwent a two part procedure. Part 1 was a total abdominal hysterectomy with bilateral salpingo-oophorectomy. Part 2 was an abdominal panniculectomy with umbilical transposition and recurrent mesh hernia repair. The operative report notes, "umbilicus was dissected off the subcutaneous fat just covering the previous mesh hernia repair (it is unclear which previous repair the surgeon is referring). On (B)(6) 2010 - the patient presented for review of a CT scan taken on (B)(6) 2010. On (B)(6) 2010 - the patient underwent open ventral hernia repair with non davol graft and bilateral myocutaneous advancement flaps. There was no mention of any davol mesh in the operative report, nor was there mention of any mesh material in the pathology report. The legal claim alleges recurrent hernia and that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch is defective.

Manufacturer narrative:
This is an addendum to the initial emdr to make a correction to the (expiration date) and to document that a review of the manufacturing records has been completed. The review found that the lot was manufactured to specification with no anomalies noted. Corrected field:(expiration date). Updated fields: date of report, PMA/510k, if follow-up, what type.